Event description:
It was reported that during a pocket revision procedure, the distal portion of the left ventricular (lv) lead was severed. The lead was programmed off, and was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6947 lead implanted: 2010 (B)(6); 1018t x2 leads implanted: 1990 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: a proximal portion of the lead was returned and analzyed. No anomalies were found. Visual summary analysis of the lead was performed.